Event description:
The ge oec 9800 fluoroscopy system was reported to have locked up during a procedure. A reboot restored function

Manufacturer narrative:
A ge oec service representative investigated the issue and found a failing single board computer (sbc). The sbc was replaced with the associated pcbs and software for compatibility. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect were reported because of this malfunction.